Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient indicated that they were not initially programmed and they were not having therapeutic benefit prior to seeing the screen telling them to call their doctor but indicated that it is working now. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and cervical radiculopathy. It was reported that the patient was seeing screen number 82 on her patient controller and a message to call her doctor starting the week prior to the report, confirmed as (B)(6) 2018. It was reviewed that this message means that the device has not been programmed. The patient indicated that they had told her that they did program the device. The message screen was not resolved on the call. The patient was redirected to follow-up with her health care provider to have the device programmed. There were no patient symptoms or complications reported.